Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer has alleged that the lancet protrudes past the opening of a safe-t-pro plus single use device. No adverse event reported.